Event description:
The pump was returned for investigation. Investigation revealed battery compartment, moisture, and display issues. This report is made based on results of investigation completed on 12/03/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings: review of the pump¿s black box data revealed multiple reboots in the history. Two battery compartment cracks were discovered; moisture contamination was visible within the battery compartment. Leak testing found a leak along the battery compartment. A battery cap was not returned with the pump; a test battery cap was used for investigation. The test battery cap was unable to be fully secured to the pump and a power loss was observed. Power loss was not observed during a 24-hour exercise test. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.